Event description:
This device was returned with boston scientific oos documentation from boston scientific. The battery is at the end of service with multiple shocks delivered, possibly due to a lead fracture. This system was replaced with a guidant system. Also removed: linox sd 65/16, MDR 1028232-2008-00805.